Event description:
It was reported during the procedure, after the first positioning of the right atrial (ra) lead, the helix was able to be extended; however, poor sensing values were observed. The physician tried repositioning the lead, but it was not possible to fix the lead into the atrial. The lead was replaced with a new one to complete the procedure, and without causing any adverse effects to the patient. Boston scientific received the device, and the investigation is in progress.

Event description:
It was reported during the procedure, after the first positioning of the right atrial (ra) lead, the helix was able to be extended; however, poor sensing values were observed. The physician tried repositioning the lead, but it was not possible to fix the lead into the atrium. The lead was replaced with a new one to complete the procedure, and without causing any adverse effects to the patient.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observation of the device sensing issue. The lead resistances measured normal, indicating conductors were intact. Laboratory analysis confirmed the helix allegation based on the field report and the finding of dried blood in the helix housing. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.